Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # 54840006545, 510k # k091974 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had undergone l3-l5 posterior lumbar interbody fusion. On an unknown date, post-op, the alleged screw cut out the pedicle at one side of l5. Similarly, one more screw cut out the pedicle at one side of l3. Along with the alleged screws, the cage (from another manufacturer) backed-out. It is considered that bone union had not been achieved because of back out and cut out. Hence, a revision surgery was scheduled for (B)(6) 2020. But just before the revision surgery, it was postponed due to sudden change in patient's physical condition. So, the revision surgery was performed on (B)(6) 2020. The screws and rods, that had been implanted, were all removed, and thicker screws were inserted while changing the trajectory again, and the fixation range has been extended both upward and downward. Paralysis had occurred to the patient, but the surgeon considered that the cage (of another company), which had been implanted, had deviated greatly inside the spinal canal, which could be the cause. In the revision surgery, an attempt was made to remove the cage, but the cage was located on the ventral side of the dura and it was judged to be impossible to remove the cage. The cage remained in the original state. On (B)(6) 2020, oblique lumbar interbody fusion was performed at l3-l5.